Event description:
It was reported that there were concerns of a premature battery depletion for this pacemaker device. Battery longevity dropped from 4 yrs to 2 yrs in approximately 10 months. Data analysis was requested and the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion for this pacemaker device. Battery longevity dropped from 4 yrs to 2 yrs in approximately 10 months. Data analysis was requested and the device remains in service. No adverse patient effects were reported. Additional information indicates that technical services (ts) performed a data analysis and found that the device was prematurely depleting. Ts recommended the device be replaced within 90 days. Additional information indicates that the device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is not expected to return for analysis.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.